Event description:
It was reported that (3) mcm20 devices were used during a unknown procedure. It was reported by the rep that the mcm20 appliers were sticking and not reloading clips properly. All (3) clip appliers had the same problems. It is unknown how the case was completed.